Event description:
It was further reported that prior to index procedure, the patient was diagnosed with myocardial infarction and subsequently, coronary angiography was performed. The target lesion was 32mm long and not 22mm as previously reported. Also, at the time of event, the patient presented with left arm and neck pain, dyspnea with exertion and diaphoresis and coronary angiography was performed. The target lesion was treated with thrombectomy and placement of a 3mm x 38mm and 2.75mm x 18mm non-bsc stents, resulting in 0% residual stenosis. The patient was then discharged on clopidogrel. In addition, per death certificate immediate cause of death is arteriosclerotic cardiovascular disease and autopsy was not performed.

Event description:
(B)(4). It was reported that myocardial infarction (mi), stent thrombosis, chest pain and patient death occurred. On (B)(6) 2013, the patient presented with symptoms of unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de-novo lesion located in the proximal left anterior descending artery (lad) with 90% and was 22 mm long with a reference vessel diameter of 3mm. The lesion was treated with pre-dilatation and placement of 3.00mm x 32mm ion stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented with cardiac chest pain and cardiac enzymes were found to be elevated and mi occurred. Electrocardiogram (ECG) was performed and revealed q wave mi. It was also observed that the patient experienced ischemic symptoms. The 99-100% stent thrombosis of the previously placed study stent located in the proximal lad to mid lad was treated with balloon angioplasty and placement of drug eluting stent. Two days post procedure, the event was considered resolved without residual effects and the patient was discharged on the same day. Six days post discharge, the subject died at home and the cause of death is unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).